Manufacturer narrative:
Evaluation found the outer insulation of footswitch cable pulled back exposing insulated wires near footswitch connector. There was no damage or exposed wires on power cord as stated in the complaint. There was low/intermittent water flow due to a loose water regulator. The water regulator turns with the lavage knob instead of being securely mounted. Debris buildup in the water system hardened and deteriorated the supply line. Back of cabinet is broken and pressed in near the footswitch connector. Front panel damaged on left side. Manufacture date unknown, product is beyond useful life.

Manufacturer narrative:
There has been a previous report received where exposed wires resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a cavitron g130 scaler handpiece was heating up and that wires were exposed at the handpiece cable; no injury resulted.